Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with 6f non-medtronic sheath to treat a fibrous lesion, with little calcification and 85% stenosis in the left distal tibial popliteal trunk as per IFU. It was reported the thumb switch jammed and would not turn off. The physician attempted to use a second hawkone, but encountered the same issue, the thumb switch jammed and would not turn off. The procedure was completed with pta. No patient injury reported.

Manufacturer narrative:
Additional information received 31/aug/2018: the cutter had returned to the housing prior to removal from the patient. Evaluation summary: the device was returned to medtronic for evaluation. No other ancillary devices were included. The device was inspected. Dried biologics were observed within the inner diameter of the distal assembly housing. The torque shaft beneath the strain relief showed a bend of approximately 45 degrees. No damage to the distal assembly was noted upon initial inspection. The cutter was positioned approximately 0.4cm distal the cutter window. Dried blood was observed within the cutter window adhered to the drive shaft. The cutter driver was powered on and the thumb switch retracted. The cutter retracted back into the cutter window as intended. The thumb switch was pushed forward but resistance was encountered. The debris within the housing made it difficult to identify the location of the cutter within the housing. Attempts to flush the device were unsuccessful due to the presence of debris. After soaking the device overnight it was possible to remove the biological debris, the cutter was then able to advance and complete a packing stroke. If information is provided in the future, a supplemental report will be issued.